Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error alarm found in the pump history due to software error. Hardware low level failure alarm confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
The customer reported via phone call that they insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer troubleshooting was performed. The insulin pump will be returned for analysis.